Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On april 28, 2016 the lay user/patient contacted lifescan alleging a cocking control issue with their onetouch delica lancing device. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began in (B)(6) 2016. The patient manages their diabetes with insulin with no adjustments. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported that a few days after the alleged issue began they developed symptoms of ¿dizziness and shaking¿. The patient denied receiving any treatment for these symptoms. At the time of troubleshooting the cca confirmed that the patient was using the correct lancets. Replacement products were sent to the patient. This complaint is being reported because the patient may have suffered a serious injury related to hypoglycemia after the alleged issue began.

Manufacturer narrative:
The lay user/patients lancing device has been returned and evaluated by lifescan product analysis with the following findings: the lancing device passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.